Manufacturer narrative:
Product ID 306001 lot# serial# unknown implanted: explanted: product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that the patient reported discomfort at the pne lead insertion site, and discomfort. Patient stated he is experiencing mild pain around his incision site and is wondering if his lead has moved. The patient stated he feels pain in his buttocks and down his legs, but the patient does not feel stimulation. The patient is concerned that the leads may have moved. Support link advised the patient to please contact his clinician with questions regarding medical advice or if he has questions about his health. The patient stated the pain on the right side of his buttocks and legs has gotten worse. The patient mentioned they turned the stimulation off as there is nothing left to do, but the damage is already done and the pain will not go away. Stimulation was turned off o n saturday but the discomfort continued. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 306001 lot#/serial# unknown product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They stated that according to the hcp, the leads did not move. They stated the issue had been resolved. Asked what steps were taken to resolve the issue they stated that the issue has been solved as stated by their notes on the mpxr (stimulation was turned off on saturday).